Event description:
Same as MFR report # 6000093-2005-00525. During a coronary drug eluting stenting treatment procedure a dissection occurred. The target lesion was located in the 95% stenosed, distal right coronary artery (rca). The vessel was predilated using 2.5 x 20 mm and 3.0 x 20 mm maverick balloons. The physician then attempted to place a 3.00 x 32 mm taxus express2 drug eluting stent but was unable to cross the lesion. The physician then attempted to place a 3.00 x 20 mm taxus express2 drug eluting stent in the rca, but again was unable to cross the lesion. Consequently, neither stent was deployed. A dissection was then seen in the proximal rca. The hospital staff reports that it is unknown if the dissection was caused by the stent, balloon or the guide wire. The physician attempted to treat the dissection with a 2.0 x 15 mm maverick balloon but was unsuccessful with this. The pt was stent to surgery and underwent a successful coronary artery bypass. No other pt complications were reported. The pt's status is reported as 'satisfactory/good'.